Event description:
Pt's blood glucose was taken with a result of 291mg/dl. The pt was treated for high blood glucose. A lab was done and the result was 85mg/dl, the treatment was reversed based on the lab result. The customer was given d50 in an IV. Controls were in range. A request was made for the return of the suspect device, the customer declined replacement product.